Event description:
During a coronary drug eluting stenting treatment procedure, the stent would not position. The lesion being treated was located in the tortuous circumflex (cx). The physician delivered the taxus express2 8.8% 3.0 x 24 mm drug eluting stent into the cx but the stent would not position. When the stent was removed, on the proximal end of the stent the stent scaffolding had come loose and one stent strut was sticking straight up off the stent. There were no reported pt complications or injuries. The pt's status is reported as okay.